Event description:
It was reported that the IV tubing cracked and leaked at the connection to the syringe. Additional information requested, but was not received.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Additional information including patient's demographics requested, but was not provided.

Event description:
It was reported that the IV tubing cracked and leaked at the connection to the syringe.